Manufacturer narrative:
(B)(4). Event date unknown. Additional 510k codes: k011028, k013227. Device has not been returned to manufacture. Product not returned to manufacturer.

Event description:
It was reported that at implant placement, a tool got stuck inside the implant. The dentist was unable to remove it. Implant was removed and another implant was placed in the same surgery. Tooth location #13.

Manufacturer narrative:
No product was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The malfunction was unconfirmed based on the information provided. A root cause cannot be determined. The following sections have been updated: UDI: (B)(4).

Event description:
No further evaluation information available at the time of this report.